Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower inventory was removed. A technical support specialist dialed into the station. Followed knowledge article (manually unloading storage spaces: es 1.6.x 1.11.x) to resolve the issue. Proceeding to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, tower inventory needed to be removed. The customer representative confirmed that this tower was no longer associated with the station and needs to be removed to allow refill reports to function correctly. The tower was unplugged and moved away. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.